Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, it was reported that a cartridge change error occurred during the load process, and that the time was incorrect by a "few minutes" after the pump reset. Reportedly, customer successfully loaded a new cartridge and corrected the pump time to resolve the issue and resume insulin therapy on the pump. Customer's blood glucose level was 94 mg/dl.